Event description:
Pt with history of cva had dysphagia and a peg tube was placed several mos ago. About 1 month ago the peg was replaced with a wilson-cook 24 f balloon tipped gastrostomy replacement catheter. About 3 to 4 weeks later pt had an upper gi bleed. Endoscopy showed that the ulcer was located on the posterior wall where the tip of the gastrostomy tube catheter was pressing, causing pressure necrosis on the posterior wall of the stomach. Pt had been hospitalized for an unrelated reason and the hospitalization was prolonged 2 days due to the upper gi bleed. The peg tube was replaced with a catheter with a mushroom tip.